Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse powered on the tower and it displayed error 311, indicating the system was running its golden image, the fse reprogrammed the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a system software issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 311 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by fse service of the system.

Event description:
It was reported that, during a case and prior to docking, a "potential issue detected" message appeared. Error 311 was observed in the tower logs. Technical support engineering first inquired whether the facility had experienced a power loss or power flicker, which the caller confirmed had occurred. The site had another available system and proceeded with swapping the tower to continue the case. The procedure was being completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: delay was at the beginning of the procedure. The trocars were placed but the robot was not yet docked. It took roughly 15 minutes to switch the monitors.